Manufacturer narrative:
H6: investigation summary bd received 4 photos from the customer in support of this complaint. A visual examination of photo was performed and revealed damage to the hemogard closure. Bd was able to confirm the customer¿s indicated failure mode with the photos provided. The exact cause of the customer¿s failure mode could not be determined. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes, the device experienced a broken lid/cap. This event occurred 100 times. The following information was provided by the initial reporter. The customer stated: when the head nurse of the gate collection took blood from the patient, she found that multiple skulls in a box of 367861 purple tubes were damaged and ruptured. It is suspected that the quality of the pipe is faulty.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes, the device experienced a broken lid/cap. This event occurred 100 times. The following information was provided by the initial reporter. The customer stated: when the head nurse of the gate collection took blood from the patient, she found that multiple skulls in a box of 367861 purple tubes were damaged and ruptured. It is suspected that the quality of the pipe is faulty.